Event description:
Report received indicated that balloon was reported to have ruptured. A percutaneous transluminal angioplasty (pta) was being performed to the left superficial femoral arteyr (sfa). A contralateral approach was made to access the lesion. The vessel had severe calcification, mild tortuosity and 100% stenosis. The product was placed at the target lesion and the balloon was inflated using an indeflator, however, the balloon ruptured below nominal pressure. Therefore, balloon catheter was retrieved and exchanged for another. Two stents were deployed post lesion dilation. There was no adverse consequence to the patient. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.